Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps force sensor malfunction not communicating with the board. Failure found during routine preventative maintenance testing, no patient was involved.